Manufacturer narrative:
The explanted device was returned for evaluation and the following findings were observed: the frame was damaged/deformed during the explant process. Leaflet l1 is torn on edges adjacent to commissure posts. Tissue layer is separated at edge of right side tear location (when viewed from outflow). There was no calcification evident on leaflets. Tissue is slightly stiffened, but may be due to storage conditions post-explant. Pannus growth observed throughout valve. Location/degree of growth does not appear to impact leaflet mobility. White film on inflow surface of leaflets. The film is not present on outflow surface.   During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Investigation of the device revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. Based on very low complaint rates for this type of failure (isolated incident), this does not appear to be a result of an inadequate design. The returned, explanted valve failed due to tears at both ends of one leaflet. The tear on the left side was shorter than the tear on the right side, however both tears were significant and unexpected. Reports of tearing of the leaflet in a sapien xt valve are very rare. In bench testing of the valves during design verification, this type of tear only occurs after cycling of the valve under extreme pressure conditions (approximately 400 mmhg or greater); conditions that would not be achieved in a patient. High blood pressure in the patient over long periods of time could contribute to this situation, however, high blood pressure alone would not be expected to result in such a tear. It is not clear what caused this unexpected failure. Most likely the tear started on the right side of the torn leaflet and propagated along that line. Subsequently the load on the damaged leaflet would be distributed to other areas of the leaflet and cause additional damage, probably initiating the tear at the opposite commissure as seen in this valve. Based on performing a microscopic inspection of the tears, the initiation site is suspected to be on the right side, however, the initiating event is indeterminant. As requested, further evaluation of the valve is in progress, to determine if infection was present. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b7 and d4 serial #.

Manufacturer narrative:
An internal clinical imaging review of the 6-year follow-up tte and tee images was performed. The following findings were observed: suboptimal tte from poor imaging window. There appears to be significant aortic insufficiency. On tee, prolapsing postero medial leaflet with concomitant severe aortic insufficiency was observed. There was also a significant (probable severe) paravalvular leak around non coronary cusp and right coronary cusp commissural area with another trivial jet noted more anteriorly. Further histological evaluation of the valve indicates that the failure is not related to calcification or infection. Per the instructions for use (IFU), device degeneration and explant are a potential risk associated with the use of bioprosthetic heart valves. Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device history record (DHR) was reviewed for the provided serial number. No issues were identified that would have impacted this event. The complaint event for leaflet tear was confirmed. At this time, a root cause cannot be determined. No manufacturing non-conformances or labeling/training/IFU deficiencies were identified. As such, no corrective/preventative actions or product risk assessment is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification that approximately 6 years after a transfemoral tavr procedure for a 26mm sapien xt valve, the patient visited the facility and complained of breathing difficulty and discomfort in chest. Annual follow-up examination was performed 10 days before the patient complained of breathing difficulty and no abnormality was confirmed then. The patient was diagnosed as acute heart failure and was admitted. Echocardiography revealed severe aortic regurgitation (ar) and prolapse of non-coronary cusp (ncc). The valve was explanted and savr was implanted. During savr, a tear in ncc was confirmed. The valve was returned for evaluation.